Manufacturer narrative:
(B)(4). Product description: thermocool® smart touch¿ electrophysiology catheter. This is a response to FDA¿s letter of an adverse event dated february 4, 2016 with the following event description: patient underwent catheter ablation for atrial fibrillation on (B)(6) 2015. The patient tolerated the procedure well, and there were no adverse events. Patient was then hospitalized (B)(6) 2016 for tikosyn initiation. Then, on (B)(6) 2016, the patient was admitted for air embolism to brain, which was identified on a head CT. This embolism was suspected to be caused by an atrioesophageal fistula. That same day, the patient had a procedure done to repair the atrioesophageal fistula along with a partial esophagectomy. Further review of head CT showed that the patient had severe right sided and moderate-severe left sided stroke. On (B)(6) 2016, the patient died. After reviewing the reported event provided in the FDA letter received by biosense webster inc. (Bwi), we have verified this event was originally reported to under the thermocool® smart touch¿ electrophysiology catheter (manufacturer reference number: (B)(4), report# 9673241-2016-00106). We matched this event to our database by event date, event description, hospital address and device. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Response: thermocool® smart touch¿ electrophysiology catheter, model#: d-1336-02-s, lot#: unknown (since catheter was discarded immediately post procedure), catalog#: d133602. Response: based on our investigation, we have learned the following information about the event: it was reported that a (b)64) male patient, with past medical history of hypertension, hyperlipidemia, fusiform aneurysm of the aortic arch, chronic anticoagulation, coronary artery disease, and mild copd, underwent a catheter ablation procedure for atrial fibrillation under general anesthesia on (B)(6) 2015. The ablation procedure was performed using the thermocool® smarttouch® uni-directional catheter and smartablate rf generator system. The smartablate system was operated in power control mode. Esophageal luminal temperature was monitored during the procedure using the deroyal esophageal temperature probe. The procedure was successfully completed with no complications. No proton pump inhibitors were prescribed to the patient post procedure. There were no reported errors/malfunctions by the customer on the biosense webster equipment used during the procedure. The patient had to be hospitalized 18 days post procedure on (B)(6) 2016 for tikosyn initiation. The patient was hospitalized from (B)(6) 2016. The patient was re-admitted to the hospital on (B)(6) 2016 for possible air embolism in the brain. A head computed tomography (CT) confirmed brain air embolism, which was suspected to have been caused by an atrio-esophageal fistula. Further evaluation of head CT revealed severe right-sided and moderate-severe left sided cerebrovascular accident. On the same day, the patient had a surgical procedure to repair the atrio-esophageal fistula (partial esophagectomy and pericardial patch of the left atrium). The patient required hospitalization following this surgical procedure. The patient developed sepsis during the hospital stay and expired on (B)(6) 2016. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. Response: bwi has been working closely with the physician and the facility where the reported event occurred. The following information was shared with the physician as part of the follow-up: the low overall complaint rate observed by bwi for atrio-esophageal fistula with the thermocool smarttouch catheter. The physician inquired about potential differences between generation 1 and generation 2 thermocool smarttouch catheters. We informed the physician that per extensive testing conducted on the catheters (per PMA supplement p030031/s065), there are no differences between the two generations of the thermocool smarttouch catheter that could have contributed to this adverse event. There was an absence of any identified product malfunction in this case based on the investigation conducted and summarized in the section below. Based on the above in addition to what is described in this letter, biosense webster¿s investigation has not identified any product malfunction to be the definitive cause for this adverse event. A workflow related issue has been identified as a potential cause for collateral esophageal injury in this case as noted below. A complete description of investigation and analysis methodology(ies) used as part of the investigation, several device and clinical workflow related factors were evaluated. Below is the summary of the investigation and analysis performed on those factors: response: catheter: the thermocool smarttouch catheter used during this ablation procedure was not returned to bwi for analysis since it was discarded following the procedure there was no reported error/malfunction of the catheter reported by the customer during the ablation procedure rf generator: according to the information provided in the complaint file, the case was performed with the smartablate generator (sn# (B)(4)). There were no reported errors/malfunction on the generator reported by the customer during the ablation procedure. The smartablate generator used in this ablation procedure was tested on-site by bwi technical services and there were no errors found and the units were working according to product specifications. Analysis of carto 3 mapping system and case files (clinical workflow and ablation parameters): there were no reported errors/malfunctions on the carto 3 mapping system reported by the customer during the ablation procedure. The carto 3 mapping systems (sn# (B)(4)) were tested on-site by bwi technical services. There were no errors found and the units were working according to product specifications. Further analysis of the case files as it relates to the reported event revealed the following observations: all circumferential ablations encircling the left pulmonary veins (including posterior wall) were performed at rf power setting of 40w in power control mode indicating full power delivery of 40 watts along the left side of left atrial posterior wall. Consecutive ablations at 40w and at contact force ranges of 2-37 grams were applied in close proximity to each other on the left atrial posterior wall (clusters of high energy application in a 4mm and 3mm area on the posterior wall). An identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved. Response: there were no reported errors/malfunctions on the bwi equipment observed by the customer during the ablation procedure. Bwi technical services confirmed that the bwi systems were functioning properly and according to specifications. Any conclusions reached based on the investigation and analysis results. Response: based on the investigation performed by bwi, no product malfunction was identified and the bwi products used in the procedure were functioning according to specifications. Analysis of the case file identified excessive rf energy delivery (40w) in close proximity to each other on the posterior la wall. According to the 2012 hrs/ehra/ecas expert consensus statement on catheter and surgical ablation of atrial fibrillation, it is common practice to decrease power delivery to less than 25w when using open irrigated rf energy in the posterior la. The investigation suggests that the ae fistula most likely resulted from the high power ablations clustered in close proximity on the posterior la wall. What actions has your firm taken to address this problem? Response: for this, and all our products, we continue our post-market surveillance and escalate issues, as needed and as per bwi processes, in order to review and take appropriate actions to ensure patient safety. In the instructions for use (IFU) for the thermocool smarttouch catheter, as part of the recommendations for rf application parameters, bwi recommends using rf power range of 15w ¿ 30w when ablating in the atria. (Refer to attachment a) in july 2015, a customer notification letter (refer to attachment b) regarding the proper use of the force-time interval (fti) setting in the carto visitag module of the carto 3 system was sent to customers. The purpose of this notification was to re-inforce recommendations to avoid any excessive energy delivery using fti and help optimize the use of contact force technology. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: there were no product malfunctions that were identified/confirmed as part of this adverse event investigation. Atrio-esophageal fistula is classified in the bwi risk documents with the highest level of severity (sl5) which is defined as critical (life threatening, death could occur). Based on the bwi risk documents, the acceptable occurrence rate of ae fistulas occurring due to product malfunction is less than or equal to 0.002%. Based on our post-market safety surveillance, there have been no incidents of ae fistulas due to product malfunction. The 2012 hrs/ehra/ecas expert consensus statement on catheter and surgical ablation of atrial fibrillation states that left atrial-esophageal fistulae occur after less than 0.1%¿0.25% of af ablation procedures and are a known complication of catheter ablation procedures. The overall frequency of atrio-esophageal fistulas reported for the thermocool smarttouch catheters (unidirectional and bidirectional) in the last 2 years (jan 2014-jan 2016) is 0.01%. This occurrence rate of ae fistulas, occurring in the absence of any identified product malfunction, is below the published occurrence rate for ae fistulas following af ablation procedures (0.1% - 0.25%). Please provide a copy (or electronic location) of all current labeling for the device, including directions for use, caution statements, technical manuals, and product performance reports. Response: instructions for use (IFU): m-5276-692, label: l-1336-02-s. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: the following reports were submitted between march 2014 and march 2016. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), smartablate remote (model# m-4900-09 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation under general anesthesia on (B)(6) 2015 with a thermocool&#59411;smarttouch uni-directional navigation catheter and a smartablate system rf generator and suffered an atrio-esophageal fistula requiring surgical intervention, cerebrovascular accident, sepsis, and death. The procedure was successfully completed with no complications. The patient was hospitalized (B)(6) 2016 for tikosyn initiation. On (B)(6) 2016, the patient was re-admitted to the hospital. A head computed tomography (CT) confirmed a brain air embolism, which was suspected to have been caused by an atrio-esophageal fistula. Surgical interventions included partial esophagectomy, fistula repair and pericardial patch of the left atrium. Further evaluation of head CT revealed severe right-sided and moderate-severe left sided cerebrovascular accident. On (B)(6) 2016, the patient expired. Generator settings included power control mode with standard thermocool settings. Esophageal protection measures included deroyal esophageal temperature probe. Procedure goal was low power, low force, and if temperatures rose, shorter ablations. No proton pump inhibitors prescribed post-procedure. Patient required extended hospitalization as a result of these adverse events. No error messages reported on any biosense webster equipment. Physician's opinion regarding the cause of these adverse events is that they were possibly related to the smarttouch (generation 2) catheter.